Event description:
It was reported via repair work order that the brakes could not hold due to malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that this unit is not manufactured or sold by stryker. A letter was sent to the manufacturer to inform them regarding the complaint.

Event description:
It was reported via repair work order that the brakes could not hold due to malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.